Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was beeping and exhibited high, out-of-range (oor), shocking lead impedance measurement more than 200 ohms. All other parameters were fine and noise noted on shock channel was clearly myopotential. Boston scientific technical services (ts)discussed troubleshooting options and that the physician will continue monitoring. No adverse patient effects were reported. The system remains in service.